Event description:
It was reported that a sql error was received while the reporter attempted to upgrade programming software on a hp jornada hand held device. The vns hand held device was returned to the manufacturer along with the version 6.1 software, both items are currently awaiting analysis. Attempts for the version 7.1 flashcard have been unsuccessful to date.